Event description:
It was reported that before use of the bd insulin syringe with bd ultra-fine¿ needle, the protective plug of the plunger was crushed and when it was removed, the plunger was observed damaged. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned a photo of a 1/2cc syringe. Customer states that the protective plug of the plunger is crushed and when it was removed, the plunger was observed damaged. The returned photo was examined and exhibited a crushed plunger cap and a broken plunger rod. A review of the device history record was completed for batch# 7156932. All inspections and challenges were performed per the applicable operations qc specifications. There were six (6) notifications [(B)(4)] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger cap damaged and plunger rod damaged on lot # 7156932. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insulin syringe with bd ultra-fine¿ needle, the protective plug of the plunger was crushed and when it was removed, the plunger was observed damaged. There was no report of exposure, serious injury or medical intervention.